Manufacturer narrative:
Updated: d9, h3. H6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the reported damaged device distal tip was not confirmed, however, the reported blurry image issue was confirmed. A definitive root cause of image issue could not be determined, however, the issue was likely the result of component failure due to stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during reprocessing of a flex deflectable videoscope, the device exhibited a damaged device tip and a blurry image. There was no patient involvement, and no harm was reported as a result of the event.